Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The suture was being used for the closing of the enterotomy. The loop of the suture broke, came loose when pulling the suture. The surgeon was employing a running suture when the loop opened after pulling it after the second bite. The absorbable suture was used within five minutes of opening the packaging. There was unanticipated tissue loss as a result of the problem. In order to resolve the issue and complete the case, took out another suture. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, there was no unanticipated tissue loss as a result of the problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The suture was received with an open loop. As no sealed samples were returned, a laced-through loop test could not be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.